Event description:
In 2008, the patient was implanted with 2 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2009, a follow-up computed tomography revealed a possible type ii endoleak with no aneurysm growth. At about 2 weeks later, the patient underwent a reintervention where coil embolization was performed on an iliolumbar. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.